Event description:
The replacement brush keeps falling off the head, doesn't appear to fit item - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: female consumer via e-mail stated that the oral-b replacement toothbrush kept falling off the oral-b toothbrush head and did not appear to fit the item. No injury was reported. 22-aug-2023 case update: the suspect product was oral-b power oral care refills trizone eb30 brush set. No injury was reported. 21-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
21-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
The replacement brush keeps falling off the head, doesn¿t appear to fit item - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b replacement toothbrush kept falling off the oral-b toothbrush head and did not appear to fit the item. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.